Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced air bubbles in the reservoir. Explained to customer to hit the reservoir with a pen and try to get the air bubbles to the top of the reservoir. The customer stated that the air bubbles were small. Advised customer to only use a reservoir for three days after filling the reservoir. Advised customer to call back when the issue was occuring. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.